Event description:
After being implanted with essure, I have had constant abdominal pain including cramping and sharp stabbing pains, weight gain, and heavy periods with baseball sized clots leading to anemia.